Event description:
Reportable based on analysis findings completed on 01 november 2005. It was reported that during a pta treatment procedure in the superficial femoral artery, "the synergy balloon burst at 8 atm on the 3rd inflation. The lesion was located in 90% stenosis and calcified of superficial femoral artery." The procedure was successfully completed with another of the same device with no patient complications. Current patient status is reported as "good."

Manufacturer narrative:
Device analysis confirmed that a partial circumferential tear had occurred in the balloon material. Microscopic examination of the balloon material could not identify any issues with the balloon that could contribute to the tear. A review of the manufacturing record for this batch (8084285) shows that the device met its material, assembly and product specifications. The root cause of the complaint incident could not be identified. We will continue to monitor and trend this type of complaint in order to ensure that there is no compromise of product quality.